Manufacturer narrative:
H10: per the additional information obtained from the customer, it is unknown if reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle at the distal end could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material exiting from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The device was returned to olympus for evaluation. Upon inspection, the customer's report was confirmed due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. In addition to the reportable issues noted in section b5, the following non-reportable findings were discovered; due to wear of the zoom lever, the water tightness was lost, the connecting tube had a scratch, the plastic distal end cover or probe cover had a dent, the adhesive around light guide lens and objective lens were peeled, the paint on air/water-cylinder was peeled, switch four was worn, switch one was worn and had a scratch, the adhesive on the bending section cover had a white-clouded area, a crack and a chip, an abnormal sound was made due to damage on the upward/downward angulation control knob, due to the wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value, the connecting tube had a wrinkle, and finally due to the adhesive peeling around objective lens, a streak of flare appeared in the image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.